Event description:
Add'l info rec'd from MFR 7/7/04: as no more precise info was available, company has had to suppose that the reference of the device is ag5002, the batch number remains unk. Unfortunately no device is available for eval. Therefore company could not perform any analysis. This incident is the first one reported with the product referenced ag5002. Conclusion: no eval. Possible.

Event description:
A urethral dilatation was attempted using filiforms and followers. After several attempts the last 2 inches of the filiform fell out of the urethra leaving the remaining 10-12 inches inside the pt. Attempts to retrieve the piece was unsuccessful. Pt required a cystoscopy for removal.